Event description:
It was reported that during a simultaneous surgery of open low anterior resection and open total hysterectomy, the event occurred during the open low anterior resection. Ec60a loading ecr60d was fired the site. Next, the first cdh29 anastomosed between the colon and the rectum. However, the deployed staples were unformed and the site was not anastomised. So ec60a loading ecr60d was used to cut the site. Then the second cdh29 was fired, but some deployed staples were unformed. Additional suture was performed to complete the case and the artificial anus which was originally planned was created. The doctor commented as follows; the firing handle was fully grasped at firing. The sound of punching out the washer was heard. Also the sound of setting the anvil into the instrument was heard and the anvil could be set into the instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. Device b: (B)(4); device b MFR date: 3/22/2010. (B)(4). Device (a) arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and the final quality release criteria were met before the batch was released for distribution.